Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found air leakage from the main unit, flooding of image capture, and pixel failure due to flooded image capture. Based on the investigation results, a definitive root cause could not be identified. A device history record review of the current product was conducted, and no problems were found. Instructions for use (IFU) addresses this failure: caution regarding unexpected disappearance of endoscopic images or inability to unfreeze. Warning: the following precautions must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an air leakage from main body. There were no reports of patient harm.